Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient was not getting pain coverage and had a couple falls over the years. The patient was in so much pain that she had to start using a cane. The patient was scheduled to have her pump replaced in (B)(6) 2013, but when they went in to replace it, they found that the patient's catheter was kinked and clogged. The doctor removed the pump and closed the patient up. The old catheter was left in the patient. The patient had a new catheter and pump implanted in (B)(6) 2014. They were not sure which of the patient's falls was responsible for the patient's kinked catheter. It was noted that now that the new pump and catheter were in place, there was a remarkable difference in pain relief. The patient's pump was intended to infuse morphine.